Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay, missing display window cover, serial number label fading and cracked case behind the insulin pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, the insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Cosmetic damage confirmed on case behind the insulin pump at the battery compartment.

Event description:
Customer reported via phone call that they hospitalized due to  experienced high blood glucose level and diabetic ketoacidosis on (B)(6) 2022. Customer's blood glucose value was 420 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was no  symptoms related to high blood glucose . The customer was treated with intra venous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was  active at time of high blood glucose event. The device will not be returned for analysis.

Event description:
It was reported that on (B)(6), 2022 customer reported emergency medical services transported him to the hospital and he was admitted from (B)(6), 2022 to (B)(6) 2022 for diabetic ketoacidosis and high blood glucose of 420+ mg/dl at admission and was treated with intravenous insulin infusion. Admit time unknown. Symptoms leading up to hospitalization were vomiting, confusion, malaise and weakness. He did test for ketones but does not recall the results. Customer was using the insulin pump in auto mode/smartguard active within 48 hours of reported high bg event and presently with current high blood glucose of 386 mg/dl without symptoms. Customer reports a crack in pump¿s battery compartment side. He reports he was not using silicone case and he is unaware of how the crack occurred as it was neither dropped or bumped. Customer changed the insulin, reservoir and infusion set. Pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = clear on (B)(6), 2022, the customer alleged was hospitalized for high blood glucose and diabetic ketoacidosis and cosmetic damage on the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, missing display window cover, serial number label fading and cracked case behind the device at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Cosmetic damage confirmed on case behind the device at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.